Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified superficial femora artery (sfa). A 4.0mm x 220mm x 150cm coyote¿ balloon catheter was selected for dilatation. The device was inflated at 10 atmospheres on the first inflation and on the second inflation, the balloon ruptured at 10 atmospheres. The device was removed and no segment of the balloon was detached inside the patient. The procedure was completed with a same 4.0mm x 220mm x 150cm coyote balloon catheter. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Device evaluated by MFR.: microscopic examination of the balloon revealed a pinhole in the balloon wall 9cm proximal of the distal markerband. There was balloon material lifted around the pinhole with a deep scratch at the top and bottom. Microscopic examination presented no irregularities in the balloon material that could have contributed to the pinhole. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the pinhole. Microscopic examination presented no damage or irregularities in the bonds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and calcified superficial femora artery (sfa). A 4.0mm x 220mm x 150cm coyote¿ balloon catheter was selected for dilatation. The device was inflated at 10 atmospheres on the first inflation and on the second inflation, the balloon ruptured at 10 atmospheres. The device was removed and no segment of the balloon was detached inside the patient. The procedure was completed with a same 4.0mm x 220mm x 150cm coyote balloon catheter. No patient complications were reported and the patients status was good.